Manufacturer narrative:
Additional device code.

Event description:
Additional information: the log file from the patient¿s system controller was provided to the manufacturer¿s technical services for review. Per the technical services representative, there were no unusual events recorded until (B)(6) 2017 at 23:05 when there was a low battery advisory alarm which continued until a low battery hazard alarm on (B)(6) 2017 at 00:59. At 01:17 on (B)(6) 2017 the log file showed both black and white patient cables as being disconnected. The lvad produced a no external power alarm and the emergency backup battery (ebb) provided power to the pump until 02:11. Between 01:17 and 2:11 the pump continued to run at the preset fix speed of 9000 rpm. The data on the last three lines of the log file identify the date and time as (B)(6) 2001, as the clock reset after the ebb was no longer able to run the pump. During these last three data events the black patient cable was connected to the system controller but there was no actual pump speed recorded.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2017-01513. (B)(4). The patient¿s pump exchange procedure occurred at (B)(6). The patient¿s initial implanting center, (B)(6) reported the event to the manufacturer. Approximate age of device: 13 days. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange procedure on (B)(6) 2017 for suspected pump thrombosis. The patient was discharged on (B)(6) 2017 and expired on (B)(6) 2017 reportedly due to congestive heart failure. The information was received from clinicians at a different hospital than the implanting center where the recent pump exchange occurred. At 0730 on the date of discharge, friday, (B)(6) 2017, the patient placed the lvad system on fully charged battery support. At 2230, approximately 15 hours later, the patient¿s spouse instructed the patient to change the batteries. The patient indicated that they would do so later. On saturday morning (B)(6) 2017, at approximately 0500, the patient was declared to have expired. The cause of death was reported by the coroner as congestive heart failure. The events that occurred from friday evening at 2230 to saturday morning at 0500 were not available. No lvad alarms, and no known lvad battery beeping was reported to them. Additionally, there were no known aicd shocks. An autopsy was not performed. It was unknown if the patient¿s outcome was lvad therapy related. It was also reported as unknown if the patient¿s expiration was related to the pump exchange performed on (B)(6) 2017. No additional information was available.

Manufacturer narrative:
No product was returned for evaluation. Review of the log file that was submitted by the account confirmed depletion of the patient¿s external 14v li-ion batteries, followed by the depletion of the system controller's backup battery; however a specific cause for this event could not conclusively be determined. Additionally, a direct correlation between the device and the patient¿s congestive heart failure could not conclusively be determined. Review of the submitted log file revealed that a low battery advisory became active at 23:05:37 on 07jul2017. The low battery hazard alarm then became active on (B)(6) 2017 at 00:59:12 due to further depletion of the batteries. The system switched to operation on the backup battery at 01:17:22 due to complete depletion of the external batteries. The system was supported by the system controller's backup battery until it also depleted by 02:11:08, ultimately resulting in a pump stop. The duration that the pump was off could not be determined. The heartmate ii instruction for use and patient handbook outline battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. These documents also explain that patients must always connect to the power module for sleeping or when there is a chance of sleep. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.